Manufacturer narrative:
H3: the device, tyvek envelope, and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides and the open sides of the pouch were stapled when returned. There were traces of contamination observed on the returned device. It was also observed that the middle tube spiral wrap (distal end) was expanded and passed the distal end of the outer tube by approximately 0.04 inches. There was a gap between inner and middle tube tips observed as well. The inner and middle tube assemblies could hardly spin by hand; there was a resistance and binding. The device was loaded easily into a handpiece and while oscillating up to 5,000 rpm, it was observed that the inner shaft tip was moving in up/down mode, not spinning properly. For further analysis, an x-ray was performed to capture internal components of the device, and it was observed that the middle tube spiral wrap was expanded and some of the vertebrates on the middle tube spiral wrap were broken. The device failed functional testing due to defective conditions upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation; blade was reported to have the front tip protrude. The procedure was completed with backup product. There was no patient impact in this event.